Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 iabp (intra-aortic balloon pump) had burning smell. There was no patient involvement and no harm or injury occurred.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse arrived onsite to non-operable unit due to the controller pcb being the affected board having bad component. Searched for possible frayed/exposed wiring. Unable to locate any potential wiring issues replaced display controller pcb assy, pcb inverter dc to ac and cable dc/ac inverter. Unit powered on without issue. Completed repair with all functional and safety tests per manufacturer specifications. Returned unit to customer.